Manufacturer narrative:
(B)(4). The customer reported to have replaced the analog interface (ai) printed circuit board (pcb). The extended self-test (est) passed.

Event description:
It was reported that the ventilator was showing device alert on the display and failed the breath delivery (bd) power on self-test (post). The ventilator was not in use on a patient at the time of the event occurred.